Event description:
A healthcare facility in (B)(6) requested a preventive maintenance check on an iw990 manual controlled infant warmer. During servicing, which was conducted by a fisher & paykel healthcare servicing agent in france, it was observed that the power fail alarm of the subject infant warmer was faulty. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: a preventative maintenance check was performed on the iw990 infant warmer by a fisher & paykel healthcare service engineer. Our investigation is based on the service report provided by the servicing agent and our knowledge of the product. Results: the preventative maintenance check revealed that the power fail alarm on the infant warmer was faulty due to a failed capacitor on the power board. The subject mobile infant warmer was manufactured in february 2004 and was more than 11 years old. Conclusion: the "power fail" alarm is an indicator of main power supply failure. The energy stored in the capacitor of the power pcb board usually provides up to 10 minutes of pulsing alarm in the event that the power fails while the unit is switched on. The red indicator light of the "power fail" alarm on the front control panel will then flash and produce an audible alarm when the power supply to the infant warmer has failed. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device service manual contains a checklist which specifies that users should perform safety , performance and functional checks at least once a year. The fault on the returned infant warmer was discovered during preventative maintenance check with no patient involvement. The iw990 infant warmer was repaired and returned to the customer after passing the required electrical safety and performance tests.